Event description:
Customer reported hospitalization over a month ago due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 824 mg/dl. Customer stated that her infusion set cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.